Event description:
We received a call from an emergency room physician reporting that he had a vns patient in the ER complaining of pain at the generator site, muscle spasms and voice alteration. The patient wanted to have their vns explanted and it was disabled in the ER. The patient was seen for follow-up at their surgeon's office and when the patient came to see them, they were still having complaints of pain at the generator site. The patient is scheduled to have their vns explanted in 2009. No testing is available on the patient's vns as they have not been seen by any vns programming physician for a very long time. Good faith attempts have been made for additional details about the reported events.